Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals and high capture thresholds. The lead was explanted and replaced. No adverse patient effects were reported.